Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device had an undetermined malfunction. During service and evaluation, it was observed that the trigger on the device was blocked, jammed and moving heavily due to blood residue. It was further determined that the device failed the check the triggers and electronic control unit (ecu) function pre-test. It was unknown if the event occurred during surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.